Event description:
It was reported by the rep the device was used during a routine laparoscopic appendectomy procedure. It was reported that a pt continued to complain of right quadrant pain. The pt requested a second opinion at another hospital where the pt was informed that the problem was caused by a loose staple.